Manufacturer narrative:
A product investigation was performed. Complained part was forwarded to supplier for manufacturing evaluation. Part from lot number h288454 received in a green bag from the surgical center without the original packaging. Lot number etch was confirmed viewing under a microscope. While viewing product under a microscope noticed white dust on the part possibly from being transported in the green envelope which had paper like liner on one side. There was no obvious damage to the part. Under magnification it is apparent that the first ½ turn of each thread (two start threads) was rolled closed by the chamfering or deburring operation during manufacturing. Parts were tested in one plate each of 02.114.002, 02.114.004, 04.114.006, and 04.114.014 and failed to engage threads. The available data supports the complainant description of the complaint condition of "drill sleeve couldn¿t be attached to a plate" therefore this complaint is confirmed. As part of bounding reviewed part 03.114.003 which has a similar thread. Obtained one part from each lot ft00326 and ft00486 from inventory. Photographed each part using microscope. These parts have clean threads with no pinching or rolling on the first threads and had no issues engaging the threads on the plates listed above. The primary difference between the two parts 03.114.001 and 03.114.003 is that 03.114.003 component is deburred using a bead blast process because it is called out on the drawing. 03.114.001 drawing does not have a bead blast step called out on it. Bead blast would clean the threads of the razor edge that is currently rolled into the thread channel. The manufacturing, quality and engineering team reviewed the suspect part. The investigation resulted in determining that the first half turn of the thread is rolled over and shut by the chamfer. This occurred when the part was being processed through a red-wheel operation to provide a uniform finish. The part design allows a first thread geometry to be thin which would not be maintained when processed. Regarding inspection and the cause for escape, avalign followed the defined inspection methods required by synthes. A plate indicator and thread overlay were utilized and neither method detected the thin or rolled thread condition. The part would engage in the plate and did not indicate a rolled thread. Appropriate actions have been taken to address this issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. Reporting facility street address and phone number are not available for reporting. The subject device has been received and is currently undergoing investigation; the results are pending completion. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: dec 30, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that before a veterinary procedure, the surgeon realized the locking compression plate (lcp) drill sleeve for a lateral clavicle plate could not be attached to a plate. The surgeon replaced it with a new drill sleeve for the surgery. There was no report of surgical delay or patient harm. Concomitant part: plate: part/lot unknown. This report is 1 of 1 for (B)(4).